Event description:
The customer reported that during a procedure, the jaws of the device did not open. It is unk if the device was on tissue at the time and if so, how it was removed from the tissue. The surgery was continued by manually suturing the vessels. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.